Event description:
It was reported that the gauge needle was stuck. The target lesion was located in the coronary artery. A 26 advantage balloon catheter inflation device was selected for use. During the procedure, the device was used several times and it was noted that the gauge needle was unable to be operated when adding pressure to 26atm with balloon inflation. The gauge needle kept indicating 26atm and was not able to return to 0atm during deflation. The concomitant device was deflated and was removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual examination observed that the gauge needle was reading past 23atm. A functional test of the complaint device was carried out using a bsc stopcock. The device locking mechanism test was completed where the plunger handle is rotated to achieve 26atm. The needle increased to 26atm when pressure was applied to the device then reverted back to 23atm. Moreover, the gauge needle did not move back to 0atm when pressure was applied to the device. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).